Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented or routine in-clinic follow up. A device interrogation revealed loss of capture exhibited by the left ventricular lead. There was also significant phrenic nerve stimulation in every vector that captured. Programming interventions were made. No further information was available.